Event description:
During bone cuts, tiny hex screw at bottom of handle of mics fell out. Surgeon tightened with a surgical instrument on field, and finished final cuts, but after case upon exam, realized screw is stripped out. Case type / application: tka 2.0.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. Method & results: product evaluation and results: evaluation 1: handle, damaged screws. Evaluation 2: motor output coupling, loose screws. Reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional relevant information is received then the complaint will be reopened.

Event description:
No new information.